Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.